Event description:
Patient reported left 'stabbing sensation', 'contracture', and pain. Device remains implanted. Healthcare professional (hcp) later reported 'small liquid accumulation', capsular contracture grade iii, 'psychological problems' confirmed with MRI.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma.